Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide device was attempted in the right common femoral artery via a 6 fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the suture was positioned in the vessel, only the white suture was present; the suture failed to deploy with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy was confirmed as a cuff miss was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.